Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2018-05988. Additional information received identified the issue has resolved.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05988. It was reported (B)(6) the patient presented at the hospital as not feeling well. Infection was determined. In turn the extensions were explanted and the leads remained insitu. The patient stayed in the hospital overnight and was treated with oral antibiotics.